Manufacturer narrative:
(B)(4).

Event description:
It was reported while logging the call that shock not delivered to patient, however no evidence, error / log entry found. There was no report of any adverse patient impact.